Event description:
Temp sensing error. The catheter was functioning fine during the first hour, and then lost signal. A new catheter was used and the procedure was completed without any issues. No injury to the patient. The rep was aware and will investigate. Manufacturer response for nav c3 st d-f, nav c3 st d-f (per site reporter): the rep was aware and will investigate.